Manufacturer narrative:
Since the subject device was not retained by the user facility, olympus could not evaluate the device. And the exact cause of the user's experience cannot be conclusively determined due to the absence of the device to investigate. This device is subject to total inspection to ensure that the device us capable of properly activating output before shipment by olympus. If add'l info is received, this report will be supplemented. This report is being submitted as a medical device report in abundance of caution.

Event description:
The subject device was used during a laparoscopic assisted total gastrectomy and a splenectomy. After procedure, there was a bleeding and the abdominal operation was carried out. At the end of the procedure, the surgeon was confirmed that there was no irregular in the pt abdominal cavity. And he indwelled drain tube. After that, there was a bleeding from drain tube, so the surgeon found there was a postoperative bleeding. There was the pt in the operation room. The surgeon decided to carry out an abdominal operation, immediately. And the bleeding was stopped. The pt seems to be getting better. About reason of this event, the surgeon commented that he didn't know why but there was a possibility of pt's condition.